Event description:
It was reported that pump displayed malfunction alert that could not be reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer was informed that pump required replacement under warranty, planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump, confirmed pump serial number and shipping address, provided storage mode instructions, and instructed customer to return malfunctioning pump within 10 days using provided materials.